Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the pt.